Event description:
Plunger holder/track ii was received for periodic maintenance. During medex' in-house testing, the hex value was not greater than co on three of the plunger holders, which would have caused the syringe pump to fail to alert "load syringe plunger" or "occlusion" depending on the pump's software.